Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.

Event description:
It was reported that after an unk amt of the device began to leak requiring re-inflation each hour to keep the device inflated. No permanent adverse effects to the pt reported.